Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The referenced ucr is not returned to olympus medical systems corp.(omsc) for evaluation, therefore omsc cannot evaluate the ucr yet. The exact cause of the reported event could not be conclusively determined at this time. However it is generally known that the perforation during endoscopy is attributed to handling by physician and/or patient¿s condition. Therefore, there is the possibility of this phenomenon is attributed to the handling by the physician and/or the patient¿s condition. Furthermore, because the bowel preparation of the patient had been insufficient, there was the possibility that the physician could not observe the endoscopic image clearly. Omsc stated the appropriate handling of the devices in the instruction manual of ucr. Omsc checked the manufacture history of the ucr, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during the colonoscopy the physician found the bleeding of the patient¿s bowel which was behind fecal matter. The bowel preparation of the patient had been insufficient. Because the perforation was suspected, the physician stopped the procedure and withdrew the endoscope from the patient. Subsequently the patient underwent the x-ray at bedside, then the physician confirmed the perforation. Consequently the patient underwent the hemicolectomy. The patient is recovering.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01923 to provide device evaluation results. Olympus (B)(4)) informed omsc that (B)(4) did not return the referenced ucr to omsc. Also, (B)(4) confirmed the ucr and found that there was no abnormality and irregularity. Therefore there is no change in the conclusion of this phenomenon stated in the initial report of this MDR. There were no further details provided. If significant additional information is received, this report will be supplemented.